Event description:
It was reported that the patient performed a system controller change for a yellow wrench symbol and no green pump running symbol at 2215. The event log captured backup battery fault alarms beginning at 2209 on (B)(6) 2025. The driveline was disconnected from the controller for an exchange at 2211. The alarms resolved on the new controller. The patient reported diaphoretic, fatigued and lying down due to the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint. The submitted log files captured a driveline disconnection associated with the reported controller exchange attempt on (B)(6) 2025. Backup battery faults were noted preceding the exchange. The driveline was disconnected at 22:11 but was reconnected to a controller with an unset clock, so the exact length of time that the pump was off could not be determined. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The driveline disconnect seen in the log files was confirmed to be associated with the patient attempting to exchange their controller. The vad was functioning as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU heartmate 3 lvas patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.